Event description:
The biomed reported that the v60 nav-ring was not moving. It was unknown how the issue was found, no patient or user harm reported. The biomed reported the v60 nav-ring was not moving and was causing the settings on-screen to jump. The rse created an onsite work order for the replacement of the front bezel with the navigation ring. Further information is pending.

Event description:
The biomed reported that the v60 nav-ring was not moving. It was unknown how the issue was found, no patient or user harm reported. The biomed reported the v60 nav-ring was not moving and was causing the settings on-screen to jump. The rse created an onsite work order for the replacement of the front bezel with the navigation ring. Further information is pending.

Manufacturer narrative:
The front bezel was replaced to resolve the reported issue.